Event description:
Six month old cozmo insulin pump began to power down on its own. Insulin delivery became sporadic, and a replacement pump became necessary to prevent permanent damage or accidental death. This is the third such incident since 2006. A close inspection revealed two hairline fractures around the lcd screen and a separation of the seam connecting the faceplate to the insulin pump. Dates of use: six months in 2007. Diagnosis: type 1 diabetes.